Event description:
Surgeon states at some point during an open hysterectomy case she noticed that the middle of the palm of the glove had torn out. The case was delayed by 10-15 minutes while the surgeon searched for the piece of the glove. She found the place and it matched with the glove, therefore, it is believed that all of the glove was retrieved. The patient was not given any extra antibiotics, and was discharged without problems as far as the surgeon knows.

Manufacturer narrative:
The customer was unable to provide the sample, however, they did provide a picture of the glove and the lot number. The device history record showed that the physical properties (tensile strength, thickness of the cuff/palm/fingers) for this lot number were within specification. The esteem smt glove has passed a series of tests prescribed by regulatory agencies for the intended use of the glove. The quality level (aql) for barrier and visual defects is acceptable. Tears can occur as a result of various factors. Historical trending was done and indicated that this is the first event involving this catalog number for this defect.